Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of foreign material present inside the sterile packaging.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was inspected upon receiving on july 16, 2025. During the inspection of the device, it was noted that moisture was present inside the sterile package. There were no patient and procedure involved in this event.